Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens, which may have been interpreted as the reported complaint of ¿spot in the middle of lens". No foreign material other than solution was observed. One haptic is bent in the gusset and distal area and nick/chipped in the distal tip area. The optic is cut in half, typical of insertion and removal. Both cut optic portions have multiple split/cracks near the cut areas. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of ¿spot in the middle of lens¿. No foreign material was observed other than dried solution. The dried solution may have been interpreted as the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A facility representative reported a spot in the central optical zone during insertion in the right eye. The lens was removed and an alternate iol was implanted. There was no patient harm.